Event description:
The customer reported the device doesn't switch on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported, the device doesn't switch on. There was no report of pt involvement. The customer isolated the issue to a failed ac power supply. Philips sent the customer a new ac power supply to resolve the issue.